Manufacturer narrative:
The lot was manufactured from may 04, 2019 - may 06, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least five (5) units of 500ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the bottom corner. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.